Manufacturer narrative:
As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the initial right ventricular (rv) lead was unable to be implanted. A different rv lead was used to complete the procedure. The patient was stable throughout.